Event description:
Info received indicates the right head brake caster will not hold when in brake.

Manufacturer narrative:
The tech isolated the issue to a broken caster. He replaced the right head caster to repair the bed.